Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating damage of the drive support cap from the insulin pump. The customer stated that he had been using the larger reservoirs and it had a long tube. The customer stated that when he tried to prime the new reservoirs, it does not work well. Customer stated that he tried to prime about 3 times to fill the tubing. The customer stated that he tried to fill the tubing because he had high blood glucose last night. The customer was unable to explain the possible damage to the drive support cap. The whole bottom of the cap is coming out. The customer was advised to not press on the drive support cap while connected. The customer was also advised to hold down the act button to prime until the drops come out.